Event description:
Gore received the following information: this patient was undergoing a fevar procedure. The gore® viabahn® vbx balloon expandable endoprosthesis was not initially in an ideal position to be deployed in the celiac artery, then the physician decided to pull it back into the sheath and reposition it appropriately. While trying to pull the vbx back into the sheath, a resistance was noticed by the physician. The physician believes that the atlas sheath he was using to gain access was kinked and as he pushed the vbx through into the coeliac artery it may have caused the vbx to be removed from the balloon. Furthermore, there was a small amount of calcium at the ostium of the coeliac artery, but nothing too major. The entire 8fr sheath and vbx was reportedly withdrawn from the patient, at which point it was observed on screen that the vbx stent had detached from the balloon. The physician easily removed both the sheath and the vbx device from the patient. The procedure was successfully completed with another 9x39 gore® viabahn® vbx balloon expandable endoprosthesis and no injury to the patient was observed. There were no real difficulties in vascular access, nor with the second vbx when the angle of the atlas sheath was decreased. It was also reported that the vbx was deployed through an 8 french sheath which itself was in a 16 french aptus sheath.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Additional information in regard to the event were requested from the physician. The provided additional information is captured in the event description. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Investigation is still ongoing and gore will provide the result of the investigation once its complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected imdrf codes.